Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2z15w, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) indicated that the device passed functional testing. Continuation of d10: product ID: 978b128, lot# va2z15w, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. H3: analysis of the returned lead (l/n: va2z15w) identified that the outer insulation of the lead was twisted. Analysis identified a break in the insulation under connector 0 at the proximal end of the lead. Analysis identified that the conductors were broken approximately 1.0cm from the distal end of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller states that the doctor did an ultrasound and told the patient that the lead is 'loose' or 'broken', the caller did not have details as to what this means. The caller did say the ins went into MRI mode and showed full body eligibility. Agent advised the caller follow up with the doctor prior to scanning to determine what the issue is. Agent reviewed ins systems do not require an impedance check for MRI. Additional information was received on 2025-apr-17 from hcp, the patient lost weight and pocket stretched out, told physician the lead migrated and lead twisted and frayed where it meets the battery. The ins also flipped in the pocket. There was high impedance observed on the day of surgery. The cause was unknown. The patient had a return of baseline symptoms of bowel incontinence and couldn't feel stim at any level on day of surgery. Device revision occurred on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z15w serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.